Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had been experiencing sensor reading discrepancies all morning. Customer stated that the sensor was reading low at 49 mg/dl and the insulin pump alarmed for threshold suspend but her blood glucose was 130 mg/dl. The sensor had been inserted for less than 24 hours. Troubleshooting was done and the customer was advised on the proper insertion and calibration process. Current blood glucose was 143 mg/dl and sensor glucose was 76 mg/dl. Customer was instructed to calibrate wait 5 hours and change the sensor if issues persist.